Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint delivery catheter system (dcs) at medtronic's quality laboratory, the device was received with the capsule fully closed and the end cap/screw gear snap fit connected. Visual analysis showed the handle, tip-retrieval mechanism, inner member shaft, and spindle hub appeared intact with no evidence of damage. Delamination was observed over the nitinol reinforcing frame along the mid-section of the capsule. During functional testing, the deployment knob retracted and advanced the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. On the successful retraction of the capsule, the actuator components became loose. Both tabs were observed detached from the male deployment knob component. A procedural image was submitted to medtronic for review and confirmed an actuator separation had occurred. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The dcs was returned to medtronic for analysis with the handle intact; however, the handle was likely reassembled prior to being returned for analysis. The handle was observed to function correctly. During retraction of the capsule, the actuator components were observed to be loose. When the actuator components were examined, both snap fit tabs were observed to be broken. Actuator separation is associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. Delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force potentially after tracking through patient anatomy. Dislodgement events do not typically indicate a device malfunction or a failure to meet manufacturing specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, while turning the handle of the de livery catheter system (dcs) to deploy the valve, the deployment knob separated when two-thirds closed after annulus contact. The position of the valve was too deep. However, the valve was unable to recaptured due to the dcs issue. The valve was deployed slowly. The dcs became unstable and the valve jumped up a little bit on the non-coronary cusp side (from 6mm to 0mm). The final valve depth was 0mm on the non-coronary cusp and 5-6mm on the left coronary cusp. Moderate paravalvular leak (pvl) was reported and the aortic regurgitation index was 25. After waiting for 10 minutes, the aortic regurgitation index improved to 31 and the pvl became moderate-mild. No additional adverse patient effects were reported.